Manufacturer narrative:
Patient 2 is a (B)(6) male born in 1965. The exact date of birth for this patient was not supplied. The customer did not supply patients' weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse performed an initial visual inspection of the instrument and did not note any issues. A high sensitivity system check, twenty (20) replicate wash buffer precision run and a five (5) replicate qc precision run were performed. All testing passed with the exception of the qc precision run which failed. The fse had the customer use fresh reagent and repeat the precision run. This test also failed due to imprecision. The fse returned to the customer's site on (B)(4) 2015 and replaced the precision pump. All verification testing passed within published performance specifications. In conclusion, the instrument precision pump was causing imprecision upon sample testing. The fse was able to correct the issue by replacing the precision pump. Internal bec identifier is (B)(6). All mdrs associated with this event: 2122870-2015-00092; 2122870-2015-00093.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) result for two (2) patients on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The customer reanalyzed the patient's sample on their alternate access 2 immunoassay system (serial number (B)(4)) and obtained access accutni+3 results within the customer's normal reference range. The customer stated the initial access accutni+3 result was not reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer reported an additional non-reproducible access accutni+3 result two days prior on (B)(6) 2015. MDR 2122870-2015-00092 will address that result. The customer noted quality control (qc) and the system check were performing within expected ranges. The patient's sample was collected in a lithium heparin plasma tube. The sample was then centrifuged at 3,970 rpm (revolutions per minute) for five (5) minutes. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument.